Event description:
Customer reported that she has to go to the emergency room due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was over 380 mg/dl. Customer stated that her infusion set cannula was bent prior to emergency room visit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.